Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose was 450 mg/dl with abdominal pain, vomiting, and an unspecified level of ketones on (B)(6) 2014. The reporter noted the patient did not receive treatment outside routine diabetes management and the patient remained on the pump. It was reported the pump¿s basal history did not match the active basal program. The reporter noted the pump¿s setting were not recently changed. This complaint is being reported because the alleged hyperglycemia was associated with an inaccurate delivery issue of unknown cause.

Manufacturer narrative:
Product analysis: the pump was returned and evaluated by product analysis on 08/20/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. A review of the pump¿s black box revealed no related alarms or issues. The total daily dose history matched the programmed basal rate. A power interruption was observed from (B)(6) 2014 to (B)(6) 2014. A 3-hour manual delivery suspend occurred on (B)(6) 2014. The last basal delivery was on (B)(6) 2014. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm; the 24-hour test delivery was appropriately and accurately recorded in the pump¿s history. The keypad was observed to be undamaged and all buttons were appropriately responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.